Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was experiencing pain when attempting to remove the processor. The patient's physician administered a local anesthetic (type not reported) to facilitate removal of the processor. While attempting to remove the processor, the implant became loosened, resulting in a loss of osseointegration and subsequent fixture loss. The patient was reimplanted on the contralateral side (date not reported.)